Event description:
Caller reported blood glucose results of 104 mg/dl and 222 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.